Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the rear-2 therapy electrode. The root cause for the open wire was unable to be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.